Manufacturer narrative:
Investigation: no samples (including photos) were returned. Therefore, the complaint could not be confirmed, and the root cause is undetermined. Due to batch being unknown, no DHR can be completed.

Event description:
It was reported, that the bd ultra fine¿ pen needle only injected part of the medication. Before failing to release the rest. The following information was provided by the initial reporter: "consumer reported, having pen needles that release some medication and then stop, during her injection. Stated, she then has to attach another pen needle to complete her injection".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd ultra fine¿ pen needle only injected part of the medication before failing to release the rest. The following information was provided by the initial reporter: "consumer reported having pen needles that release some medication and then stop during her injection. Stated she then has to attach another pen needle to complete her injection."